Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2008 and performed to specification up to the (B)(6) 2008. The device records temperatures below the recommended minimum operating temperature. The device failed multiple self-tests due to a low battery between the (B)(6) 2008 and the (B)(6) 2012. Temperatures were recorded during this time below the recommended minimum temperature. Later on this date the device passed a self-test during a manual power cycle, and performed all self-tests, alongside random manual power ons, up to the (B)(6) 2015. Multiple manual power ups, mainly of ten minutes duration were observed in the device memory between the 31st october 2015 and the 9th december 2015. The pad-pak was then removed. The user accessible memory was erased after the last manual power up on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.